Event description:
The event is reported as: the director of anesthesia department opened the package of catalog# 5-16035 prior to use on a pt and found there was only endobronchial tube accessories inside the box and one suction catheter. The outer package shows it was an endobronchial tube and actually there was no endobronchial tube inside. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.